Event description:
The customer reported that an asp aer was displaying an e01 code for overflowing water and disinfectant from the reservoir. The tank light is lit and flashing. There were no human reactions due to the event.

Manufacturer narrative:
(B) (4): overflowedafter troubleshooting, the customer indicated the v6 and v7 valves needed to be replaced. The customer was provided with the valve part numbers and repaired the unit locally. The aer is functioning appropriately.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope preprocessor with printer for six months, from (B)(4) 2009 to (B)(4) 2010, shows no similar related issues with the unit. Additionally no trend is observed with the same part being replaced. Trending analysis for the problem code "e01-reservoir tank too full" was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the upper control limit. The fmea (failure mode effects analysis) review for all aer leak related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 (severity of 4, probability of 1) or lower, which would be category ii, or "as low as reasonably practicable". The hhes (health hazard evaluations) were reviewed for patient/user reactions to cidex opa and for leaking from the aer system. The highest hazard / risk found was a 5, which is considered low risk. No parts were returned to asp for testing. There were no human reactions or injuries to the disinfectant solution that leaked from the unit. Hence no evaluation of disinfectant exposure is required. The issue was resolved at the customer facility. The root cause for the issue is known to be normal wear and tear. Failures of the skinner valve that occur after the useful life of 2 years or 2000 hours can be attributed to normal wear and tear based upon the reliability analysis. The trending shows that the failure is not significant and the risk associated with the failure is low.